Event description:
It was reported when the device was used during a small bowel procdue, the staple line did not form completely. The surgeon stated that there were "staples missing throughout the staple line". The case was completed using another device without pt consequence.